Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The device was started in application, no problems found with double beeping. However, the downstream sensor and the screen will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. It was also reported that the device's screen is damaged. There was no patient involvement.